Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a brand new insulin pump but the batteries were not working and the screen was not turning. The customer's current blood glucose level was 116 mg/dl. The customer stated that when changing the batteries they reported a blank display. The customer stated that the display was not blank less than 30 seconds and/or did not return and the display was blank currently. The insert battery alarm did not display on the insulin pump screen. The contacts on the battery cap are neither missing nor damaged. The insulin pump was not been dropped, bumped or exposed to moisture. The customer reported that the display did not return after the insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.